Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported events of a total loss of external power, a low voltage alarm and atypical power cable disconnect alarms were confirmed based on the analysis of the log files which were downloaded from the returned device and submitted for review. The review of the log files revealed a single power interruption (a complete loss of power) event which appeared to occur during a power exchange. This event was associated with a low flow hazard, a low speed hazard and low speed operation active flags. The root cause for the reported events could not be conclusively determined. The log file also captured multiple low voltage advisory events while the returned system controller was operated on battery power. The recorded voltage levels associated with these events appeared to occur per design; when the system controller was operated on depleted 14-volt li-ion batteries. The atypical power cable disconnect alarms also recorded in the log files appeared to be active due to a battery fuel gauge/rsoc fault detected and not due to either of the power cables being physically disconnected. Based on evaluation results, the voltage levels associated with these events may possibly be a result of a 14-volt patient cable issue. The 14 volt patient cable was not returned for evaluation. The system controller was functionally tested and found to function as intended during analysis even while supported independently by either power lead. The specific cause for the atypical events contained within the log files could not be attributed to the returned system controller and the analysis could not conclusively determine the root cause of the recorded events based solely on the investigation of the system controller. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that low speed operation and low voltage events occurred. A data log file was submitted to the manufacturer for review. The data log recorded a date stamp reset event, which is indicative of a power issue. The data log also captured what appeared to be unintended power cable disconnected events during its history; one period of intermittent connection of the white power lead connected to patient cable, another with the white power lead connected to battery power and a third period with the black power lead connected to patient cable. These events may be related to faulty power leads on the system controller and/or faulty patient cable. The system controller was exchanged with another system controller and no further unusual alarms have been reported.